Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the cycler set tubing disconnected from the supply bag connection during drain 1 of treatment. Upon follow up, the patient confirmed the reported event stating the cycler set tubing #3 disconnected from the white connection piece that was secured to the supply bag during drain 1. The cause of the leak was determined to be related to a faulty cycler set connection. The patient confirmed there was no issues or leaks with the solution bag used during the event. The patient stated no machine alarms were experienced. No fluid came in contact with the cycler. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient did not complete treatment on the night of the event. The patient confirmed that the cycler set is available for return to the manufacturer for physical evaluation.

Event description:
Additional information was received from the patient¿s peritoneal dialysis (pd) home clinic indicating the tubing disconnect resulted in a diagnosis of peritonitis. Photos of a tubing disconnect were also provided. Additional follow-up was performed to obtain event details from a contact at the pd clinic. The patient¿s pd registered nurse (pdrn) was able to provide more insight. The pdrn confirmed the patient reported a tubing disconnect which occurred during their treatment on (B)(6) 2021. The patient found the disconnect the following morning at approximately 5am, prior to the end of treatment. On (B)(6) 2021, the patient contacted the pd clinic to report that their pd effluent had been cloudy, and they were experiencing abdominal pain. The patient was instructed to go to the pd clinic the next morning. On (B)(6) 2021 the patient was seen at the pd clinic. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1750mg and ceftazidime 2g with a 6-hour dwell. The ceftazidime was to be administered daily in a mid-day exchange with the 6-hour dwell. The next dose of vancomycin was to be administered on (B)(6) 2021. The preliminary culture results were received on (B)(6) 2021 and show gram-positive cocci in clusters in both aerobic and anaerobic bottles. The pd fluid white blood cell count was 2,625 (unknown units) with 85% polymorphonuclear cells. The pdrn stated the suspected cause of the peritonitis was the reported tubing disconnect. The pdrn stated this patient has never had peritonitis previously and is meticulous about following all procedures and instructions related to pd therapy. No additional information was available.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received and a physical evaluation could not be performed. However, a photograph of the solution bag line separated from the cycler set white connector was provided for review. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the cycler set tubing disconnected from the supply bag connection during drain 1 of treatment. Upon follow up, the patient confirmed the reported event stating the cycler set tubing #3 disconnected from the white connection piece that was secured to the supply bag during drain 1. The cause of the leak was determined to be related to a faulty cycler set connection. The patient confirmed there was no issues or leaks with the solution bag used during the event. The patient stated no machine alarms were experienced. No fluid came in contact with the cycler. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient did not complete treatment on the night of the event. The patient confirmed that the cycler set is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was received from the patient¿s peritoneal dialysis (pd) home clinic indicating the tubing disconnect resulted in a diagnosis of peritonitis. Photos of a tubing disconnect were also provided. Additional follow-up was performed to obtain event details from a contact at the pd clinic. The patient¿s pd registered nurse (pdrn) was able to provide more insight. The pdrn confirmed the patient reported a tubing disconnect which occurred during their treatment on 22/dec/2021. The patient found the disconnect the following morning at approximately 5am, prior to the end of treatment. On 26/dec/2021, the patient contacted the pd clinic to report that their pd effluent had been cloudy, and they were experiencing abdominal pain. The patient was instructed to go to the pd clinic the next morning. On 27/dec/2021 the patient was seen at the pd clinic. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1750mg and ceftazidime 2g with a 6-hour dwell. The ceftazidime was to be administered daily in a mid-day exchange with the 6-hour dwell. The next dose of vancomycin was to be administered on 31/dec/2021. The preliminary culture results were received on 29/dec/2021 and show gram-positive cocci in clusters in both aerobic and anaerobic bottles. The pd fluid white blood cell count was 2,625 (unknown units) with 85% polymorphonuclear cells. The pdrn stated the suspected cause of the peritonitis was the reported tubing disconnect. The pdrn stated this patient has never had peritonitis previously and is meticulous about following all procedures and instructions related to pd therapy. No additional information was available.

Manufacturer narrative:
Additional information: b1, b2, b5, b6, g2, h1, h6 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal and likely causal relationship between the use of the liberty cycler set and the patient event of peritonitis. The pdrn reported the patient is meticulous with pd therapy and following proper procedure and instructions. It is unknown how long after the tubing disconnect the patient began experiencing symptoms as the patient did not contact the pdrn until several days later with the reported symptoms. The final culture results have not been determined and an organism has yet to be identified. The tubing set was sent back to the manufacturer for evaluation; however, the evaluation is not complete. However, photographs sent by the pdrn show the tubing disconnected at the plastic connector. Although the exact cause of the patient¿s peritonitis cannot be determined; it is likely the reported tubing disconnect on the liberty cycler set was the source of the peritonitis. Therefore, the liberty cycler set cannot be excluded as causing or contributing to the peritonitis event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During visual inspection of the device, a separation from the solution line to the white connector was identified. No solvent was observed in the tubing and connector. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. No nonconformance reports or other abnormalities during the assembly of this lot were found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, due to the separation found on the sample, the reported event was able to be confirmed.

Event description:
Additional information was received from the patient¿s peritoneal dialysis (pd) home clinic indicating the tubing disconnect resulted in a diagnosis of peritonitis. Photos of a tubing disconnect were also provided. Additional follow-up was performed to obtain event details from a contact at the pd clinic. The patient¿s pd registered nurse (pdrn) was able to provide more insight. The pdrn confirmed the patient reported a tubing disconnect which occurred during their treatment on (B)(6) 2021. The patient found the disconnect the following morning at approximately 5am, prior to the end of treatment. On (B)(6) 2021, the patient contacted the pd clinic to report that their pd effluent had been cloudy, and they were experiencing abdominal pain. The patient was instructed to go to the pd clinic the next morning. On (B)(6) 2021 the patient was seen at the pd clinic. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1750mg and ceftazidime 2g with a 6-hour dwell. The ceftazidime was to be administered daily in a mid-day exchange with the 6-hour dwell. The next dose of vancomycin was to be administered on 31/dec/2021. The preliminary culture results were received on 29/dec/2021 and show gram-positive cocci in clusters in both aerobic and anaerobic bottles. The pd fluid white blood cell count was 2,625 (unknown units) with 85% polymorphonuclear cells. The pdrn stated the suspected cause of the peritonitis was the reported tubing disconnect. The pdrn stated this patient has never had peritonitis previously and is meticulous about following all procedures and instructions related to pd therapy. No additional information was available.